Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 526 mg/dl at the time of the incident and current blood glucose 423 mg/dl. The customer was treated with 9 units of insulin injection. The customer had symptoms such as nausea and difficulty breathing. The customer does not allege pump was under delivering. The customer was advised to confirm accuracy of bolus wizard settings. The insulin pump will not be returned for analysis.